Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) contacted technical support (ts) to report that a dry acid 99 gallon mixer was experiencing issues during dissolution and rinse modes. The bmt stated the mixer would not go into mix mode. Upon inspection of the machine, the bmt reported finding a burned out relay. Upon follow up, the bmt confirmed the relay looked burnt and was replaced along with the pump motor as advised by the ts representative and it resolved the reported issue. Per bmt no damage was noted with the pump motor. There was no charring, smoke, sparks or flames, and no burning smell was noted. The bmt replaced the upper power supply. The machine was back in service. There was no patient involvement associated with the reported event. The parts replaced by the bmt were not available to be returned for evaluation.

Manufacturer narrative:
Correction: a5 (changed from "no" to blank), a6 (changed from "no" to blank), h6 component code.

Event description:
A user facility biomedical technician (bmt) contacted technical support (ts) to report that a dry acid 99 gallon mixer was experiencing issues during dissolution and rinse modes. The bmt stated the mixer would not go into mix mode. Upon inspection of the machine, the bmt reported finding a burned out relay. Upon follow up, the bmt confirmed the relay looked burnt and was replaced along with the pump motor as advised by the ts representative and it resolved the reported issue. Per bmt no damage was noted with the pump motor. There was no charring, smoke, sparks or flames, and no burning smell was noted. The bmt replaced the upper power supply. The machine was back in service. There was no patient involvement associated with the reported event. The parts replaced by the bmt were not available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) contacted technical support (ts) to report that a dry acid 99 gallon mixer was experiencing issues during dissolution and rinse modes. The bmt stated the mixer would not go into mix mode. Upon inspection of the machine, the bmt reported finding a burned out relay. Upon follow up, the bmt confirmed the relay looked burnt and was replaced along with the pump motor as advised by the ts representative and it resolved the reported issue. Per bmt no damage was noted with the pump motor. There was no charring, smoke, sparks or flames, and no burning smell was noted. The bmt replaced the upper power supply. The machine was back in service. There was no patient involvement associated with the reported event. The parts replaced by the bmt were not available to be returned for evaluation.